Event description:
Procedure type: colon resection with double stapling technique. According to the reporter: operatively the anastomosis was checked with tendoscope and leak tested. The anastomosis, stapling, cutting, and donuts were normal, and no abnormalities were noted. Post-operatively, a bowel leak was found at the drain. No re-operation was performed but the patient remained under observation. The patient is in well current condition. No further patient details were disclosed.